Manufacturer narrative:
Accidental exposure to the eye. No product problem was noted. The sample retains for the reported lot were reviewed. The package labeling states "for external use only." This labeling is in place to mitigate the risk of eye exposure as recommended by the risk assessment master record (ramr) for skin prep. A review of the complaint history indicated this type of event is well below the expected frequency of occurrence stated in the ramr. No further action will be taken at this time. However, we will continue to monitor for this type of event.

Event description:
When opening the package, a nurse splashed fluid from skin-prep in her eye. Her eye was stinging and burning. The staff flushed her eye with water. A follow-up communication noted the nurse went to urgent care where she was said to have an abraded cornea. Tobradex eye drops were given for treatment. An additional follow-up noted the nurse was doing fine and had no problems at all after the accident.